Manufacturer narrative:
A correlation between the reported stroke and the device cannot be conclusively determined. The patient remains ongoing on the left ventricular assist system (lvas). No product available for investigation. The instructions for use lists stroke as a potential adverse event associated with use of the heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas is used commercially and in the ongoing momentum 3 trial, ide# g140113. (B)(4). Approximate age of device ¿ 18 days.  No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that, patient was thought to have experienced encephalopathy since CT on (B)(6) 2017 was negative and patient was on sedation infusion. Patient was then more easily arousable. Repeat CT on (B)(6) 2017 showed small middle cerebral artery (mca) infarct. The patient experienced an ischemic stroke. Anticoagulants at time of event were aspirin and heparin. No additional information was provided.